Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.